Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was protruding. The patient underwent surgical intervention on (B)(6) 2017, where the physician decided to reposition the ipg deeper in the pocket.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Additional information identified the patient was also experiencing pain at the ipg site near the belt line. The issue is now resolved.